Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that drawer was offline. A technical support specialist logged into the cabinet and verified no transactions was recorded also found that the drawers were offline. Hence confirmed everything was connected correctly and ensured that drawer network card was configured to resolve the issue of the device and then drawer 08 was opened and a cubie popped out. The system functioned intended after the technical support specialist had troubleshot the issue of the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the drawers were offline and did not open. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.